Manufacturer narrative:
Batch review performed on 18 december 2020: lot 2004999: (B)(4) items manufactured and released on 13-jul-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, reporting pain due to a dislocation of the head from the liner. The surgeon revised the non-medacta stem and head and the medacta liner with medacta implants. The surgery was completed successfully. An anterior approach was used in the previous surgery.